Event description:
Additional information was received that the patient gained weight and noted edema. They experienced ventricular fibrillation. The cause of the dizziness and hearing loss was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6) with no further complaints reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient was admitted for benight paroxysmal positional dizziness and right idiopathic hearing loss. On (B)(6) 2023 the patient experienced continuous ventricular arrhythmia that required defibrillation or cardioversion. The patient also received an infusion. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.